Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt reported they were implanted in 2018 and is sick and tired of sitting for hours to get the implant to charge. It will show excellent, and without moving go straight to poor, try again. The pt reported they are not new to the process and know how to recharge. Pt is requesting assistance. Pt noted that at one time a rep said the implant may have been placed too deep, but they do not know.